Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) male patient has been receiving hemodialysis treatments at an outpatient clinic. On (B)(6) 2011 at the initiation of treatment the combiset blood tubing set separated at the venous med port at the distal end from the patient. Reportedly, there was a 100ml blood loss and the remaining blood was able to be returned to the patient. The venous line was then changed and treatment continued without further incident. The patient was discharged following the treatment. There is no sample for evaluation.